Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the patient presented with aortic stenosis and had an aortic valve replacement performed utilizing the edwards valve. Per the surgeon, the reason for removing the valve was due to a suture looping issue while implanting the device. The surgeon had difficulty taking out the loop, hence he just explanted the device and replaced it with another edwards bioprosthetic valve (same model/size). The health-care provider also indicated that this event was procedure related and not due to a device malfunction.

Manufacturer narrative:
(B)(4) - suture looping. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the reported event could not be confirmed by evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In this case, the health-care provider indicated that this event was due to procedural factors and not a device malfunction. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. No further actions are possible.